Event description:
It was reported that the user experienced hyperglycemia while using the ilet and later disclosed that a prior infusion set was accidentally pulled from the applicator and then reinserted, after which the user saw elevated blood glucose and changed the infusion set and supplies. Symptoms included no reported clinical symptoms. Outcomes included high glucose reaching 310 mg/dl for approximately 3.5 hours, with correction achieved through supply change and the device¿s corrective algorithm; the device alerted for high glucose; no outside assistance or medical intervention was required. Investigation included troubleshooting and education on proper infusion set deployment and advising time for stabilization after the set change. Investigation of this case revealed that the event was consistent with an infusion set deployed incorrectly or a suboptimal set connection leading to reduced insulin delivery and elevated glucose. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set deployment was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.